Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused cytoxan during patient therapy in the outpatient cancer treatment unit. 437.5-ml was set to be infused (volume of both cytoxan and solution) at a rate of 500-600 ml/hr. The pump stated the infusion was complete when it was not, and the user had to program an unspecified additional volume into the pump to infuse all 437.5ml. When the infusion was complete, the pump displayed that 566-ml had been infused over 63 minutes instead of the 437.5-ml that had actually been infused. It was also reported there was no patient injury.